Event description:
It was reported that revision surgery was performed.

Manufacturer narrative:
It has been confirmed that revision surgery was not performed, nor was there any other injury. The initial manufacturer's notification under this report number should therefore be discounted as an erroneous report.